Event description:
Pt reports received 20 'whacks' (? Shocks), says lead was fractured and was turned off. F/u with hcp reports their records indicates they spoke with the pt and instructed him of options and asked to be updated if device status changed. The clinic has not heard anything from the pt to date. Additional information was received through technical services reporting a high short interval counter. The lead was explanted due to inappropriate therapy and oversensing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment analyzed. Pt reports received 20 'whacks' (? Shocks), says lead was fractured and was turned off. F/u with hcp reports their records indicates they spoke with the pt and instructed him of options and asked to be updated if device status changed. The clinic has not heard anything from the pt to date. Additional information was received through technical services reporting a high short interval counter. The lead was explanted due to inappropriate therapy and oversensing. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications no conclusion can be drawn lead(s), fracture of4 oversensing shock, inappropriate.